Event description:
Customer alleges segments were missing from the display in the number result field of the aviva system. Customer discovered the alleged display issue when he called the MFR. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.